Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.